Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. The patient experienced inaccurate cgm values 2 days after the sensor was inserted in the arm. On (B)(6) 2024, the patient experienced lightheadedness. The cgm reading was unremembered and the blood glucose was not checked. The spouse provided carbohydrates and the patient passed out. The spouse called emergency medical service (ems). The bg by ems was 45 mg/dl while the cgm was 120 mg/dl the patient was treated with IV fluid and transported to the emergency department. There, the bg was 188 mg/dl while the cgm was 100 mg/dl. The patient was treated further with IV fluid and recovered after treatment. He was discharged the same day. At the time of the report, the patient was good and fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The reported glucose values fall within the d zone of the parkes error grid when checked by ems. The reported glucose values fall within the b zone of the parkes error grid after treatment. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.